Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken on radius side assessed as surgical impact opening (shell thickness within specification) and missing shell assessed as inconclusive. Additional observations: ¿ observed stress marks on the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Patient reported left side ¿rupture.¿ the device were explanted and replaced.

Event description:
Patient reported left side ¿rupture.¿ the device still remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2.

Event description:
Patient reported left side ¿rupture.¿ the device were explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: ¿rupture : observed opening on the device. Additional observation: brown particle observed on the device. It is not possible to determine the lot number or catalog through the photos provided. It cannot be determined which device is for the left or right side per the photos provided.

Event description:
Patient reported left side ¿rupture.¿ the device were explanted and replaced.